Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that crossing difficulties was encountered. The 80% stenosed target lesion was located in the left circumflex artery (lcx). A 3.00mm x 28mm liberté¿ stent was selected for use and advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned product analysis revealed shaft detachment/separation.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a liberte sds with stent in two pieces. There was contrast in the inflation lumen and blood in the guidewire lumen and between the balloon folds. The balloon was tightly folded with the stent secured on the balloon between the markerbands. Microscopic examination presented no damage or irregularities in the tip. Microscopic examination and tactile inspection revealed that the shaft was separated at the proximal end of the exit notch. The separated ends appeared to be jagged and damaged, which indicates that the separation was due to tensile overload. Microscopic examination also revealed that the shaft was kinked 11mm distal of the exit notch. Microscopic examination and tactile inspection presented no damage or irregularities to the hypotube of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).